Event description:
Generator analysis was performed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The lead analysis was performed. The generator was returned with 44mm of lead attached. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead at one point in time. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that the patient had a full explant due to a lead fracture. The explanted lead has not been received for analysis. No additional relevant information has been received.

Event description:
Explanted lead was received and product analysis is underway.